Manufacturer narrative:
It was reported that the screen was dim. The remote service engineer (rse) provided the customer with the part number of the user interface (ui) assembly to order and replace to resolve the reported issue. The customer replaced the ui assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was dim. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the screen was dim. The remote service engineer (rse) provided the customer with the part number of the user interface (ui) assembly to order and replace to resolve the reported issue. The investigation is ongoing.